Event description:
Technician alleged that the bed has a high ground reading. No pt impact.

Manufacturer narrative:
The technician found a loose ground wire and a cracked power cord plug. The technician tightened the ground screw and replaced the power cord plug to resolve the issue.